Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced. The system was then found to be working as intended.

Event description:
The customer reported that the system displayed a data error message and would not boot up. There is no report of patient injury.